Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for suspect suretrak2 small clamp 07/27/2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that a site's small suretrak mount would not tighten, or loosen, properly. The clamp screw appears to be stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.